Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. The lead was checked through flouroscopy and it appeared dislodged though the tip still seemed to be in the atrium. The ra output was re-programmed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the ra lead was successfully repositioned. No adverse patient effects were reported.